Event description:
It was reported that the left ventricular (lv) lead dislodged when the stylet was removed during the implant of the lead. The physician left the stylet in the lead to hold it in place. The stylet was later surgically removed from the lead. Lead measurements were within expected ranges after the stylet was removed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).